Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) suspected to have excessive battery discharge. The device had not yet reached the elective replacement indicator. No further information was available.